Event description:
Customer stated that the paramedics were called to treat low blood glucose. Customer was not admitted to hospital. The current blood glucose reading is 211 mg/dl. Customer has treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.